Manufacturer narrative:
Mette vold hansen, rasmus reinke, stefano christian londero, lars rolighed, clinical evaluation of coolseal - a new, safe, and fast vessel sealing device in total thyroidectomy, endocrine regulations, vol. 58, no. 3,181¿186, 2024. Doi:10.2478/enr-2024-0021 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the safety of ligasure and a competitor device during total thyroidectomy between january 2021 and june 2023. Of the 171 patients included in the study, hemostasis was achieved by conventional ligation in 117 patients, ligasure in 34 patients and a competitor device in 20 patients. Postoperative complications in the ligasure group included hematoma requiring reoperation and permanent hypoparathyroidism transient affection of calcium and parathyroid hormone (pth).